Event description:
New information received notes that the right ventricular lead exhibited re-occurrence of noise. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, the right ventricular (rv) lead exhibited intermittent pacing inhibition due to noise over-sensing. No intervention was performed. Patient condition was stable.